Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 repeatedly occurred during monopolar coagulation output. After the customer connected the generator directly to a wall outlet, the issue persisted. The customer switched to a third-party generator to continue the surgery. There were no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. Fa was able to confirm the issue using system logs. Functional testing replicated the complaint, with the unit displaying a c-34 startup error, while generator logs recorded c-00. The probable root cause of error c-34 is attributed to a faulty electrical component inside the iesu. Error c-34 indicates a lower voltage than expected during energy activation.